Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6f medikit introducer sheath for vascular access and an acs balance guidewire and a zuma2 jl4 guide catheter to cross the lesion. No pt injuries or complications were reported. The procedure was successfully completed with the quantum maverick monorail 15/3.0 mm balloon. Pt status is reported as "fine".